Event description:
It was reported during the patient's scs trial implant procedure, the dr was unable to complete the procedure. Reportedly, the plan was to perform the procedure without sedation due to the patient's cardiac issues, however, the patient was in pain. The procedure was abandoned.